Event description:
This 45 year old male had a cataract extraction with insertion of intraocular lens and healon was used. The surgery was uneventful. On 06/23/99, the pt developed endophthalmitis with extreme pus. The provider was worried that this pt will lose his eyesight. The pt was sent to the hospital. Investigation by the MFR was initiated and results are pending.